Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer (fse) found the keyboard keys malfunctioning. The e compartment was opened, and the keyboard was replaced with a new unit. The customer tested the device and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was malfunctioned. Few keys were not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.